Event description:
Same case as MFR # 2134265-2010-05431 and 2939204-2010-01123. It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the proximal to mid left anterior descending artery (lad). A 2.5x20mm promus element stent along with a 2.75x32mm promus element stent were implanted overlapping in the lesion. The lesion was then post dilated with a 2.5x30mm qunatum maverick balloon. Ivus was performed and during retrieval of the ivus catheter it became "trapped" by one of the implanted promus element stents. After some maneuvering, the physician was able to remove the ivus catheter; however it was noted that the implanted promus element stent became deformed. Two additional promus element stents, sizes 2.5x16mm and 2.5x8mm, were implanted over the deformed promus element stent. No additional patient complications were reported. Additional information was requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).